Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during that routine follow-up, low r wave and t-wave oversensing were observed. The lead was capped and replaced.